Event description:
Follow-up information was received on 16-oct-2019: as the patient skin was prone to develop keloid, the physician minimized invasive scar treatment, which included "fucidic" acid, topical and injecting ozone. As reported, a subcision with 18g needle was planned for the following week. According to the physician, the scar treatment was necessary to speed up the healing and there was a risk for the scar to be permanent. Due to the provided information, the outcome of the events was amended from resolved to resolved with sequelae.

Event description:
Follow-up information was received on 12-sep-2019: the event 'recurrence nodule' was added. It was informed that the patient experienced a recurrence nodule (as reported), however no clear diagnosis had been made. The reporter confirmed that the event was of mild intensity. The patient did not experience a serious deterioration in state of health. The physician deemed scar management as necessary to prevent a permanent damage, however did not consider the scar to be permanent. As reported, the physician considered the outcome of the event to be temporary and not permanent. The outcome of the event remained unchanged. The reporter was unsure if the event was related to either radiesse(+)® or injection procedure.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, scar, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler lot 100109229 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from an (B)(6) physician and concerns a (B)(6)-year-old female patient injected with 1ml of radiesse+ to the right and left cheek on (B)(6) 2018. The radiesse+ was diluted with sodium chloride (nacl) 0.9% at a ratio of 1:1. Medical history negative for previous radiesse+ injections but positive for hyaluronic acid filler in the nose at another clinic. Further medical history reported as positive for sensitive skin, described as dry and prone to keloid scars, but no other underlying disease. Concomitant medication reported as none on the day of injection. On (B)(6) 2018, the patient developed a less than 1cm nodule in the left cheek at the area of injection, clarified as not at the entry point. The nodule was painful to touch. Corrective treatment reported as meloxicam 2 x 15mg and cefat (cefadroxil) 2 x 500mg for seven days. The nodule deflated temporarily but a different nodule developed on (B)(6) 2019 near the first area. Corrective treatment with antibiotic and a non-steroidal were continued. In about the same week, another nodule developed in the right cheek. On b)(6) 2019, corrective treatment with kenacort (triamcinolone) injections and gentamicin ointment were initiated. The nodule in the right cheek was deflated and relieved. The nodule in the left cheek deflated but reappeared. During the timeframe of (B)(6) 2019 to (B)(6) 2019, the nodule in the left cheek was bigger and painful. When it was drained, pus was present. Corrective treatment reported as cleaning with nacl 0.9% and gentamicin ointment. The pain reduced but the nodule reappeared in the following 3-4 days. The oral antibiotics cloramphenicol, tetracycline, and levofloxacin were prescribed and alternated every 7-10 days. On (B)(6) 2019, the patient was referred to a plastic surgeon, who diagnosed the nodule as an immune response. On (B)(6) 2019, blood and pus samples were submitted to the lab. Lab results showed: epithelium cells "4-5" and leukocytes ">100". On (B)(6) 2019, the patient was referred to another plastic surgeon but the appointment was canceled. The patient presented back to the injector's office and the physician drained the nodule in the left cheek, putting an abbocath in place as an outlet for the pus. Corrective treatment with levofloxacin was continued. The nodule deflated, did not reappear, and the wound was recovering. As of (B)(6) 2019, the nodule completely deflated and a scar remained in the left cheek. The clinic is planning to treat the scar (not further specified).